Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. Device was monitored for 24 hrs and no pump error 23 or blank display anomalies noted. Power connector plug in and locked in place properly. The adapt tool confirmed the unloaded voltage and loaded voltage was within specific range. No low battery alert, power loss alarm or replace battery now alarm noted during testing or in the device trace download. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a post reset ram crc alarm. The customer stated they were not able to clear the alarm. Customer stated that insulin pump had blank display. Customer stated that he received a low battery alert prior to replace battery alert. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.